Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The problem was identified during procedure, at preparation for use. The device was inspected before use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to water invading the subject device, which broke electronic components such as image sensor/scope connector board. The event can be prevented by following the instructions for use which state: "1.4 precautions: warning be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Important information ¿ please read before use warnings and cautions: caution: turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the charged coupled device unit (ccd). Precaution for disappeared or frozen endoscopic image; warning follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system: inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned for evaluation. The customer¿s allegation was duplicated and the evaluation found leakage from bending section cover. Additionally, the connection cover has chips/dents/deep scratches, the electrical test fail, lens had peeling cement, and corrosion was found outside of the electrical connector. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, while using evis exera ii bronchovideoscope had image issues - video display not working scope is clean there were no reports of patient harm associated with this event.